Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Nurse manager reported "the white cover did not peel correctly". This record is for unknown side. The device was not implanted.